Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the shock impedance measurement at implant was 80 ohms. Technical services (ts) discussed possible physiologic changes or calcification around the coil and/or can. The plan is to change the shock impedance alert value from 125 to 150 ohms. This ICD system remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information was received that this right ventricular (rv) lead was explanted and replaced due to elevated thresholds and suspected lead fracture. See report number: 2124215-2023-23335 for additional details.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the shock impedance measurement at implant was 80 ohms. Technical services (ts) discussed possible physiologic changes or calcification around the coil and/or can. The plan is to change the shock impedance alert value from 125 to 150 ohms. This ICD system remains in service and will continue to be monitored. No adverse patient effects were reported.